Event description:
It has been reported that the device is failing self-test.

Event description:
It has been reported that the device is failing self-test.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updated contact office name and component code grid.

Event description:
It has been reported that the device is failing self-test.